Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent a revision procedure wherein the device was replaced with an MRI compatible ipg. The patient was doing well post-operatively and the explanted ipg was discarded.